Event description:
It was initially reported that clinicians report experiencing air in line directly following the initiation of an infusion and within seconds of pressing the start key. This was reported to bd representatives during their site visit. Upon further customer follow up it was noted that heparin infused "too quickly". The clinician does not recall any details regarding alarms however following the incident the patient's ptt was >120 sec and anti-xa was >3.37 iu/ml. The patient did not have any signs of bleeding. Heparin was discontinued. There was no patient harm. Devices were not sequestered.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.